Event description:
Sorin group (B)(4) received a report that an error message was displayed and the arterial pump of the c5 system stopped during a procedure. The clinical reset the error and the pump returned functionality. The decision was then made to change out the pump and the procedure was completed. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system with mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an error message was displayed and the arterial pump of the c5 system stopped during a procedure. The clinician reset the error and the pump resumed functionality. The decision was then made to change out the pump and the procedure was completed. There was no report of patient injury. It was reported that the c5 system was evaluated and tested by a third party engineering group but that no problems could be found. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.